Event description:
It was reported that the patient underwent a reimplantation surgery involving an artificial urinary sphincter (aus), due to an unspecified reason. The previous aus, which was explanted some months ago, was replaced with a new aus consisting of a 5.0 cm cuff, pump, and balloon. It is unknown if the explanted aus is being returned for investigation. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.